Manufacturer narrative:
(B)(4). The direction insert that is shipped with the device has a warning on the label that instructs the user not to apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-baxter, alcohol based disinfectant was used on the peritoneal dialysis transfer set. This was reported to have been used in order to make the twist clamp easier to move. This transfer set was connected to and being used by a home patient (hp). The transfer set was changed by the nurse when she was informed of what happened. No adverse event was indicated in association with this report. No additional information is available

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.